Event description:
The reporter stated the technician was unable to get the lens loaded into the cartridge and the lens was damaged. The reporter stated there was no patient contact. The reporter stated it was unknown as to why the technician could not get the lens loaded, if there was a problem with the lens perhaps not enough viscoelastic was used.

Manufacturer narrative:
No lens was returned in the unit carton. Evaluation results: a lens work order search was performed and no similar complaint found.